Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when clamping the vessel, the jaws were not able to close and clips did not load properly into jaws at any point during use. The device did not tighten the clips sufficiently as well, making the device ineffective. Another product was used to complete the procedure. There was no patient injury.